Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional information added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: the transcatheter heart valve (thv) was not between the alignment markers prior to deployment. The thv was positioned too ventricular. When the balloon was inflated the thv was expanded asymmetrically, leading the thv to move over the balloon to a ventricular position. The valve finally embolized into the ventricle. The instructions for use/training manuals were reviewed for guidance/instruction involving the delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Review of the lot history and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the event. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event was confirmed through evaluation of the provided imagery. Per the training manual, "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." It is likely that during fine adjustment of the valve onto the inflation balloon, fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. Additionally, per the training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers, which ultimately led to thv embolism. As such, available information suggests that procedural factors (over-rotation of fine adjust) and user error (not following instructions) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202316175. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.

Event description:
As reported from germany by our edwards lifesciences affiliate, a 23mm sapien 3 ultra valve was pulled too far over the balloon of a commander delivery system during a transfemoral transcatheter aortic valve replacement procedure. There was pressure on the delivery system. The valve was not between the markers when the balloon was inflated, so the valve asymmetrically expanded and embolized into the ventricle. The procedure was converted to open surgery.